Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The crossboss device was received with no original packaging or other devices. Tactile and visual inspection with magnification revealed no damage or irregularities. Functional testing was performed by flushing the lumen with tap water using a 5mm syringe. When flushed, a majority of the water flowed from the distal tip but water also leaked from the junction of the hytrel and polyurethane shaft segments. The gap at the hytrel-polyurethane junction was measured at 1mm and was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is user preference issue as the product met specification but the user was reportedly dissatisfied with the function, performance, or appearance of the product. Bsc ID: (B)(4), tw#: (B)(4).

Event description:
It was reported that a hole in the catheter tip occurred. The chronic totally occluded target lesion was located in the right coronary artery. During preparation when the crossboss was flushed with saline, it was noted that the shaft near the atraumatic rounded tip leaked in a jet-like fashion. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a hole in the catheter tip occurred. The chronic totally occluded target lesion was located in the right coronary artery. During preparation when the crossboss was flushed with saline, it was noted that the shaft near the atraumatic rounded tip leaked in a jet-like fashion. The procedure was completed with another of the same device. No patient complications were reported.